Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter hub leaked during an unknown procedure on a patient of unknown age and gender. The procedure was completed using another like device. As noted by the customer, there was no damage to the package prior to the use and no force was exerted on the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
D2a: common device name: additional names: gbo catheter, nephrostomy, general and plastic surgery; lje catheter, nephrostomy. D2b: product code: additional product codes: gbo, lje. G4: PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: it was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter hub leaked during an unknown procedure on a patient of unknown age and gender. The procedure was completed using another like device. As noted by the customer, there was no damage to the package prior to the use and no force was exerted on the catheter. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the device history record, complaint history, quality control procedures, specifications, instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were conducted during the investigation. One used ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was received in a used and damaged condition. During tabletop testing, a leak test confirmed fluid escaping from the cap / mac-loc adaptor connection site. A visual examination discovered the flare to be folded over the opening within the lumen of the mac-loc adaptor. The investigation confirmed the white cap / mac-loc adapter connection site passed the gap gauge requirement. The returned device was found to be out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming products related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode, associated subassembly lots revealed no relevant nonconformances. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: the instructions for use (IFU) [ t_multi2_rev1, multipurpose drainage catheter] states the following. Precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. There is no information regarding the events preceding the failure. It is unknown if the device was examined for possible damage prior to use. Evidence gathered upon review of the device evaluation, suggests that the device was manufactured out of specification. Containment was performed on the complaint lot. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that the cause of failure is manufacturing related. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.